Event description:
The recipient reportedly experienced recurrent swelling at the implant site. On (B)(6) 2017, the recipient was treated with omnicef for 10 days. The swelling resolved. On (B)(6) 2017, the swelling recurred again. The recipient was recommended non-use of the device for 2 weeks, however, this did not resolve the issue. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The recipient's swelling has reportedly resolved. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.